Event description:
While a field service engineer (fse) was troubleshooting an unrelated event at the customer's site, the fse discovered a broken pinch valve pv37 on a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced pinch valve pv37 to resolve the issue. The instrument passed quality controls (qc) following the repairs, and was verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).